Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter on two separate occasions. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2017 and then again on (B)(6) 2017. On (B)(6), the patient obtained blood glucose results of ¿5.8mmol/l¿ with the subject meter and ¿2.3mmol/l¿ on another device within 30 minutes. On (B)(6), the patient obtained blood glucose results of ¿5.6mmol/l¿ with the subject meter and ¿3.2mmol/l¿ on another device within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin pump therapy and did not state whether or not they made any changes to their normal diabetes management regimen as a result of the alleged product issue. On both occasions, the patient developed the symptoms of ¿dizziness and lightheaded¿ a few minutes before the alleged product issue occurred and self-treated with sugary water after measuring their blood glucose on another device. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.